Event description:
It was reported that on (B) (6) 2010, the patient sensed a strange sound and suddenly he could no longer hear anything. All external components were changed, but he still couldn't hear anything. Testing was performed and showed that the device has malfunctioned. Two different coils have been used and pressure was put on the coil but the results are the same.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.